Event description:
It was reported that the device was found to be at elective replacement indicator (eri) sooner than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings during implant period. When high pacing output settings are programmed, the device estimated longevity is affected. Further analysis performed showed no anomalies with device at elective replacement indicator (eri) level. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.